Event description:
It was reported that the touch screen on the 9800 system had an error message displayed and the power cord was damaged. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord and touch screen were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.